Event description:
It was reported that the customer experienced blood glucose readings of 43 mg/dl and almost passed out. Customer was treated with juice and more glucose. Customer stated that the insulin pump did not alarm on multiple occasions. Customer mentioned noticing a big difference between the blood glucose readings and the sensor glucose readings. Customer stated that the sensor was reading 233 mg/dl while the blood glucose reading was 43 mg/dl. Customer's blood glucose reading at the time of the call was 310 mg/dl and the sensor was reading 261 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.